Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the anchor broke. All pieces were retrieved from the patient.

Event description:
It was reported that the anchor broke. All pieces were retrieved from the patient.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: mrs. (B)(6) from the clinic reported to (B)(6) the following event: "an anchor ref (B)(4) that broke on impact." The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device, bone too hard for anchor insertion, or drill not inserted to proper depth.